Manufacturer narrative:
Product evaluation: the lens was returned for evaluation. Solution and blood are dried on the lens. The lens has been cut in half, typical of insertion and removal. Scratches are observed on the optic. Power and resolution inspection could not be conducted due to extensive damage. Product history records were reviewed and the documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. The root cause for the reported events could not be determined. A malfunction has not been indicated or information provided that the lens was the cause of the event. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that following an intraocular lens (iol) implant procedure, the patient experienced blurred vision at all ranges, dim and severe glare causing patient to unable to drive at night. The iol was exchanged in a secondary procedure.